Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins did not last long enough. The patient also reported that it showed on her machine that the battery was depleted and the patient saw a call your doctor screen. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and lumbar radiculopathy.